Event description:
Healthcare professional (hcp) reported patient was injected with 1 ml of juvéderm® ultra xc into lips. 1 year and 4 months later, patient was injected again with 1 ml of juvéderm® ultra xc into lips. Approximately 9 months following second injection, patient noticed "lumps underneath the inside of the lip." Hcp reported lumps "look like scalloped curtains", "settled into like pockets", and "filler comes out when pressing on lumps." Symptoms ongoing. This is the same event and the same patient reported under MDR ID#3005113652-2023-00753 (allergan complaint #(B)(4)). This MDR is being submitted for the second injection of suspect product, juvéderm® ultra xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.